Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. The patient previously tested positive for sars-cov-2 on (B)(6) 2022. The same patient was tested for a pre-admission screening on (B)(6) 2022 and was asymptomatic. On (B)(6) 2022, a sample was collected from the patient and run on the xpert xpress sars-cov-2 which resulted in sars-cov-2 positive. This result was reported to the medical team. On (B)(6) 2022, sample 1 was run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the medical team. On (B)(6) 2022, a new sample was collected and run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the medical team. On (B)(6) 2022, the customer reran all patient samples that were processed around the time of sample 1 run 1. There was no evidence of a mix up. During this process, they retested sample 1 on the xpert xpress sars-cov-2 which resulted in sars-cov-2 positive. Unknown if this result was reported to the medical team. On (B)(6) 2022, sample 2 was run again on the xpert xpress sars-cov-2 which resulted in sars-cov-2 negative. Unknown if this result was reported to the medical team. The customer follows pi, except for specimen mixing, for which they use a vortex. The patient is being treated as sars-cov-2 positive as the customer does not know which result is accurate. There is no known deterioration, death, or injury to the patient as a result of these findings. This case involves a patient diagnosed with covid-19 in (B)(6) 2022, who returned (B)(6) 2022, for pre-admission sarscov2 testing. Patient was asymptomatic on feb 2. The first swab was weakly positive for sarscov2 by xpert xpress sars-cov-2 test. The xpert xpress cov-2/flu/rsv plus test was negative, but sarscov2 channel showed evidence of amplification. A second swab collected on (B)(6) 2022 was negative by the xpert xpress cov-2/flu/rsv plus and xpert xpress sars-cov-2 tests. There is no evidence of product malfunction or interference. No known harm to the asymptomatic patient. Root cause is likely to be low-level rna shedding from prior infection, causing variable target concentration on swabs, near the limit of detection. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. The patient previously tested positive for sars-cov-2 on (B)(6) 2022. The same patient was tested for a pre-admission screening on (B)(6) 2022 and was asymptomatic. On (B)(6) 2022, a sample was collected from the patient and run on the xpert xpress sars-cov-2 which resulted in sars-cov-2 positive. This result was reported to the medical team. On (B)(6) 2022, sample 1 was run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the medical team. On (B)(6) 2022, a new sample was collected and run on the xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to the medical team. On (B)(6) 2022, the customer reran all patient samples that were processed around the time of sample 1 run 1. There was no evidence of a mix up. During this process, they retested sample 1 on the xpert xpress sars-cov-2 which resulted in sars-cov-2 positive. Unknown if this result was reported to the medical team. On (B)(6) 2022, sample 2 was run again on the xpert xpress sars-cov-2 which resulted in sars-cov-2 negative. Unknown if this result was reported to the medical team. The customer follows pi, except for specimen mixing, for which they use a vortex. The patient is being treated as sars-cov-2 positive as the customer does not know which result is accurate. There is no known deterioration, death, or injury to the patient as a result of these findings.